Event description:
Surgeon was inserted an 11 mm/130 deg ti troch nail into the left femur for prophylactic support. A post operative x-ray revealed an iatrogenic fracture of the left hip. The tfn was left in pt as the surgeon determined the nail treated the fracture.

Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.